Manufacturer narrative:
.

Event description:
The patient was implanted bilaterally in the subthalamus nucleus. The patient was titrated off medication. Initially, it was difficult to capture good efficacy the patient complained of surging and changes in efficacy with palpation at the lead/extension connection. The patient had some tremor control, but not without having foot dystonia or tremor of the upper extremity on the right side. The patient had a thalamotomy effect post-surgery, so the device was not programmed for the patient's left side. The patient was seen by the hcp in 2007. Impedances were checked and no apparent open or electrical shorts were found. The patient was scheduled for exploratory surgery in the following month and put on antibiotics due to higher risk of infection because of diabetes and high hemoglobin aic level. The patient reported during the surgery they found a lead wire that was kinked and the silicone boot was torn near the holding stitch resulting in fluid leaking into the connector boot. The day after surgery, the patient suffered two full-blown brain seizures, unrelated to the deep brain stimulation or parkinsons. The patient claimed he almost died in the hospital and eventually had gall bladder surgery.